Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A complaint was opened in response to a medwatch report regarding a possible burn on a patient. After the procedure, the pad was removed which revealed an "l-shaped" redness, or possible burn, on the patient's left leg. The surgeon stated to apply polysporin ointment to the area. When the patient was rechecked, the area looked less red and appeared to have bruising/petachiae along the l-shaped area.

Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the gel on the pad to be dry. The pad was returned without a cover over the gel. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation did not identify any defects with the pad that would have contributed to the reported event. Visual inspection found the pad to have been assembled correctly. The pad passed continuity testing. The pad failed erit testing and during impedance testing the rem alarm sounded. This is a designed safety feature and that would occur if the gel had dried out and failed to securely adhere to the patient, it therefore functioned as intended. The rem feature of the return electrode operates by measuring the electrical impedance at the return site. Should this impedance vary beyond an established level, the rem alarm will sound and the generator will not activate. The dry pad is most probably a result of the manner in which the pad was shipped to pmv for investigation. Moisture loss occurs as soon as the pad is removed from the pouch. The investigation did not identify any defects that would have contributed to the reported failure. The dry pad failure is probably the result of the pad being opened, applied to a patient and the then returned for investigation with out a cover. The instructions for use (IFU) states, select a well vascularized, convex area win close proximity to the surgical site. Shave, clean and dry application site as needed. Lightly touch the surface of the return electrode to insure that the conductive adhesive is moist. Pull the return electrode taut and apply it to the patient on the bias for better adhesion. Apply finger pressure to massage the entire surface of the return electrode to ensure secure contact with the patient's skin. If information is provided in the future, a supplemental report will be issued.

Event description:
A complaint was opened in response to a medwatch report regarding a possible burn on a patient. After the procedure, the pad was removed which revealed an "l-shaped" redness, or possible burn, on the patient's left leg. The surgeon stated to apply polysporin ointment to the area. When the patient was rechecked, the area looked less red and appeared to have bruising/petechiae along the l-shaped area. The procedures being performed were tonsillectomy, adenoidectomy, supraglottoplasty, and sleep endoscopy. The patient has been discharged.